Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving several glucose suspend alerts on 05 dec 2025. An RMA was authorized for the return of the sensor for further investigation. In-house testing of the returned sensor showed no malfunction.a review of the raw sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur in instances where the failure mode observed in vivo cannot be reproduced in a laboratory setting. The glucose suspend alert was triggered when all sensing areas fell below the threshold value. The root cause for the observed optical instability could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 05 march 2026. G3.date received by the manufacturer? 05 march 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.